Manufacturer narrative:
(B)(4) = vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 3 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic mitral valve endocarditis. According to the discharge summary, the patient presented on (B)(6) with a decreased level of consciousness and low blood pressure. She required 2.5 liters of fluids for volume resuscitation and septic shock. Follow-up examinations demonstrated endocarditis of the mitral valve with vegetations, and therefore, the patient was referred for mitral valve replacement as well as aortic valve replacement and tricuspid valve repair. The operative report indicates the valve being clearly infected upon removal. The explanted valve was replaced with another edwards bioprosthetic valve with satisfactory results. Additionally, the health-care provider has indicated that the reason for explant was not related to a device malfunction.